Event description:
A malfunction was reported for the customer's pump, displaying malfunction code 24, and it could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. Technical support arranged for a replacement pump and instructed the customer on returning the faulty pump, including providing storage mode instructions and a return process via ups.